Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "persistent pain." PMA 510(k): - this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014. The following sections could not be completed with the limited information provided: initial reporter - name ni.

Event description:
It was reported the patient underwent a right revision procedure approximately eighteen days post-implantation due the patient's tibia fracturing and pain. It was further reported evidence of necrosis was observed on her right medial femoral condyle. All components were removed replaced with total knee implants.